Event description:
Customer indicated inserted a tampon that was inverted inside of the applicator. This made removal difficult.

Event description:
Customer indicated inserted a tampon that was inverted inside of the applicator. This made removal difficult.